Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic experiencing muscle stimulation in (B)(6) 2014. The pulse generator was explanted and replaced on (B)(6) 2015.